Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected, vitros tropi es (troponin I) results were obtained from two different patient samples when processed on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related. A within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the instrument was likely not performing as intended at the time of the events. The ortho field engineer performed service and maintenance actions to the instrument and following service actions, acceptable performance was achieved indicating the vitros eciq immunodiagnostic system was performing as expected. Based on historical quality control results, a vitros tropi es lot 3251 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3251. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained two non-reproducible, higher than expected, vitros tropi es (troponin I) results from two different patient samples when processed on a vitros eciq immunodiagnostic system. Patient a result of 0.258 ng/ml versus the expected result of <0.012 ng/ml. Patient b result of 0.163 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result for patient a was reported from the laboratory, but a corrected report was later issued. It was not known if the non-reproducible, higher than expected, vitros tropi es result for patient b was reported from the laboratory. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).